Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loose dilator cap. It was reported that during preparation of the steerable guide catheter (sgc) and dilator, the dilator rotating hemostatic valve (rhv) cap could not be closed. The device was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the steerable guide catheter was returned and investigated. The reported dilator cap instability was not confirmed, but it was observed that the dilator cap was returned detached. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported detachment of the dilator cap appears to be related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.